Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 160mg/dl. The caller stated that the insulin pump alarmed. Advised the customer that the insulin pump would be replaced. The customer mentioned that he is in the hospital and will be having a gallbladder removed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.